Manufacturer narrative:
Attached is a copy of the medwatch received from the user facility on 8/7/97. The device has not yet been received for evaluation.

Event description:
Particulate entered the eye while using this irrigation/aspiration handpiece. Another I/a handpiece was used to complete the procedure.